Event description:
Related manufacturer reference number: 1627487-2022-06726, 1627487-2022-06728, and 3006705815-2022-18619. It was reported that the patient was experiencing uncomfortable stimulation, and fluid accumulation was found on the leads and the extension. The patient's ipg had also migrated. In turn, surgical intervention was undertaken in which the leads and extension were replaced while the ipg was repositioned to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.